Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch. Requested one box from the stock to analyze closed samples. One of the (B)(4) units analyzed has been found defective. The unit has the first pack sealed to the second pack in the opposite site of the opening. This defect is due to an accidental effect of the welding machine and these units were not sorted out by the personnel involved in this process. However, we consider that this is an isolated and accidental defect and the whole batch is correct. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Outer-package of this product is adhered to the inner package. So there was a possibility that sterilization isn't guaranteed, so the usage of the suture was stopped.